Manufacturer narrative:
Follow-up #1; date of submission: 02/02/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/17/2015 with the following findings:there was no evidence of a 'prime issue' found in the black box and pump history data. The pump was exercised for 24 hours, during which no 'loss of prime' warnings were observed: the reported issue was not duplicated. The pump passed a force sensor calibration check. The pump successfully performed the bolus and prime sequence functions. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that there was a load step malfunction. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).